Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation and prior to advancement of the 5.5x200mm supera self-expanding stent system (sess) on the guide wire, the nose cone was noted to have separated. The sess was not used in the procedure and there was no patient involvement. Another super stent was used in the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation-tip was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during unpackaging/stylet removal and/or during preparation for use inadvertent mishandling resulted in the noted inner member damages (smashed, stretched, kinked) and ultimately resulted in the reported/noted tip material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted tip material separation cannot be determined. The noted multiple bends and kinks on the shaft likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.